Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed; there was an unknown fractured screw stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided . G4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was placed by another doctor during a consultation in 2021. The screw broke in (B)(6) 2025, and since it could not be removed, the implant had to be extracted. Patient referred pain. Procedure was completed with another product.